Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no activity outside normal use was observed in the black box or download history. Review of the black box and download history revealed that the pump was manually suspended on (B)(4) 2012 at 2:56 am. The bolus history revealed that a bolus delivery was attempted while the pump was in the suspend mode. On testing, all keypad buttons responded properly and did not demonstrate hypersensitivity or sticking. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The pump was exercised for 24 hours on a 1 unit per hour basal rate and no self suspending occurred. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Testing was unable to duplicate compliant during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas to report high blood glucose (bg) readings for past 3 days. The patient reported obtaining bg readings ranging from 109 to 541 mg/dl on (B)(6) 2012. The patient claimed she had symptoms of nausea, vomiting, heart palpitations, increased thirst, and increased urination and felt very tired with the elevated bg readings. The patient reported a bg reading of 269 mg/dl at 8:11am on the morning of (B)(6) 2012. In response to the bg the patient claimed she bolused 3.4 units via the pump and at 2pm her bg was back up to 261 mg/dl. At 3pm, customer support advised the patient to give herself 3 units (per pump recommendation) by syringe. When the patient re-checked her bg at 4pm, it was still at 261 mg/dl. Customer support advised the patient to re-check her bg at 5pm and if it was still elevated to change out site again using an area that has not been used in a long period. The patient was also advised to contact hcp for instructions or go to ER due to vomiting for 3 days. At the time of troubleshooting, the patient denied any issues with site, infusion set or insulin. The patient reported, she had changed site/set several times; however, her bg remained elevated. There were no associated alarms in pump history. However, during review of bolus history the patient noticed 2 incomplete boluses on (B)(6) 2012 and (B)(6) 2012, (one given by pump and the other by remote meter). The patient informed customer support that she did not press any buttons during a bolus delivery and reported that she did not receive a message that her meter remote was unable to communicate with pump or seeing a cancelled bolus message. Review of pump also revealed that the pump had been suspended on (B)(6) 2012 at 2:56am but resumed 1 minute later at 2:57am. Customer support also noted that review of pump indicated that the patient was filling cannula with 0.3 units. The patient was advised she should be filling with 0.5 units. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy. In addition, the alleged issues with the cancelled boluses and pump suspended remained unresolved.